Event description:
It was reported the patient failed to charge the device as recommended. Reportedly, the ipg was later confirmed inoperable. Surgical intervention was undertaken on (B)(6) 2019, during which the ipg was explanted and replaced. Effective therapy was established post operatively.